Event description:
A malfunction, identified as malf 12, was reported by the customer, with no notable events occurring prior to it. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Customer technical support provided assistance to reset the pump, and the malfunction code did not recur. The customer was advised to continue using the pump and to reach out if the issue reappears, to which they agreed.